Manufacturer narrative:
(B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30226280m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 2 2/1 liters of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage and it was transferred to the operating room (or) for further intervention. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. They were delivering 25 watts for the posterior and 35 watts for the interior wall. Surpoint tag index was also being used. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.